Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred on a trilogy evo, o2, japan device when the fio2 setting was changed from 21% to 30% due to the patient's worsening condition. The clinical expert has reviewed and confirmed that there was no patient harm or injury reported with this notification. During the evaluation of the trilogy evo, o2, japan device at the manufacturer's service center, the customer's complaint was not confirmed. However, an error indicating an abnormality of a valve for oxygen blending module sub assembly was observed in the event log in addition to an "oxygen regulation" and "high oxygen input pressure" alarms. Since these alarms are related to oxygen controls, an operational check was performed with replacing the oxygen blending module sub assembly, then it was observed that those 2 alarms do not occur. Therefore, it is determined to be an abnormality of the oxygen blending module sub assembly. The device's oxygen blending module sub assembly was replaced to address the issue. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).